Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was implanted with a rechargeable device and the patient could not recharge due to a flipped implant. It was reported that the patient¿s implantable neurostimulator (ins) was on its side when the patient was sitting down. The patient tried to recharge last week but could not. The health care professional (hcp) would be implanting a non-rechargeable device given the patient¿s age. There was a pocket issue described as the ins was flipped, tilted, and was loose, had movement, or had migrated.